Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had power error detected and replace battery now alarm. Customer¿s blood glucose level was unknown. The customer called in with a power error detected. The customer was assisted with troubleshoot. Customer reports pump has been exposed to temperatures below 41°f. The customer states that notification light was not stopped flashing immediately. The customer was advised to wait until the light stops flashing. The customer was advised to clear the power loss alarm and complete the reservoir and tubing process. It was explained that the process should resolve the power error detected condition. Customer stated that the pump keeps alarming for a new battery, states she puts a new one and shortly after it alarms for a battery change. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error due to connector resistance issue. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, sleep current measurement and active current measurement. No damage noted on the original battery cap noted.